Event description:
It was reported that the patient's implantable cardioverter defibrillator failed to pair with their mobile application. It was suspected that the device exhibited a bluetooth telemetry issue. No intervention was performed. There were no patient consequences.